Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Thrombotic strokes are known possible adverse events associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that during a left internal carotid artery stenting procedure, after the stent was placed, there was a possibility that a small clot moved into the left external carotid artery. There was no evidence of it passing into the left internal, nor did the patient experience any neurological changes; however, later that afternoon, the patient had right-sided weakness and aphasia. A stat head CT was suggestive of acute ischemia involving the left middle cerebral artery. The event was diagnosed as a stroke. A heparin drip was started. Two days postprocedure, the patient's status had significantly improved and the heparin was discontinued. The patient was continued on aspirin and plavix. Three days postprocedure, the right-sided weakness resolved with only minor residual speech problems and the patient was discharged to home. Seven days postprocedure, the patient was almost back to baseline. Although requested, there was no additional information provided.